Event description:
One pt with discrepant d-dimer results. Initial result gave <0.000 ug/ml; repeated gave same results. Sample was repeated again twice giving 1.52 and 1.57 ug/ml. A second sample was obtained from a subsequent visit which resulted at 0.9 ug/ml. No info provided to determine if results were used to guide therapy. No further investigation possible, as sample is no longer available.